Manufacturer narrative:
Investigation details: the customer reported that quality control testing was carried out on 05 february 2024, it is not known if quality control testing was carried out on 07 february 2024. Reagent storage and handling conditions were requested but not provided, no further detail is available. According to ortho lot-specific information for 0.8% surgiscreen lot vss526, cell 1 is negative for fya(fy1) antigen, cell 2 is positive and heterozygous for fya(fy1) antigen, and cell 3 is positive and homozygous for fya(fy1) antigen. Therefore, the negative reaction obtained with cell 1, and the positive reactions obtained with cells 2 and 3 are consistent with the expected reactivity of an anti-fya(fy1) antibody. According to ortho lot-specific information of 0.8% resolve panel a lot vra450, cells 2 and 6 are positive and heterozygous for fya(fy1) antigen, cells 4, 8 and 10 are positive and homozygous for fya(fy1) antigen, and cells 1, 3, 5, 7, 9 and 11 are negative for fya(fy1) antigen. According to ortho lot-specific information of 0.8% resolve panel a lot vra449, cells 1, 6, 8 and 9 are positive and heterozygous for fya(fy1) antigen, cells 4, 5 and 10 are positive and homozygous for fya(fy1) antigen, and cells 2, 3, 7 and 11 are negative for fya(fy1) antigen. Therefore: - the positive reactions obtained with cells 2, 6, 8 and 10 of vra450 are consistent with the expected reactivity of an anti-fya(fy1) antibody. - the negative reactions obtained with cell 4 of vra450 and cell 10 of vra449 are not consistent with the expected reactivity of an anti-fya(fy1) antibody. As part of the investigation, a review of the manufacturing batch records of 0.8% resolve panel a lots vra449 and vra450 was performed at ortho's manufacturing site. No non-conformances or deviations relating to the customers issues were identified for these products. The results of all in-process and quality assurance release for sale tests were found to be within specifications. Retains testing was not performed for 0.8% resolve panel a lots vra449 and vra450 as both products had expired/neared expiry at the time ortho was made aware of these events. The review of the worldwide complaint database was performed for of 0.8% resolve panel a lots vra449 and vra450 from 05 march 2023 through to 05 march 2024. 3 other complaints were identified with call area falseneg for lot vra450. Detailed review of these complaints identified 1 similar complaint as this complaint. No trend is identified. A review of the donors used to manufacture fya(fy1) antigen positive cells of 0.8% resolve panel a lots vra449 and vra450 was performed at ortho's manufacturing site. No trend or systematic failure of these donors was identified. No further investigation was performed for these incidences. The assignable cause of the discrepant negative antibody identification reactions obtained by the customer could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents or analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported events.

Event description:
Report 1 of 2. Cms (B)(4). Windchill ra605445 on 14 and 15 february 2024, a customer contacted the ortho global technical solution centre (gtsc) to report what was described as discrepant negative reactions in antibody identification using 0.8% resolve panel a lots vra449 and vra450 in conjunction with their ortho vision ID mts analyser #j50003304 and on an ortho manual workstation #j51003073. Date of events: 05 and 07 february 2024 awareness dates: 14 and 15 february 2024 complainant/complaint reporter: agnes brady - medical technologist reported initially on 14 february and again on 15 february 2024 by the customer to the gtsc. Reagents: 0.8% resolve panel a lot vra449, expiry 06 february 2024 0.8% resolve panel a lot vra450, expiry 20 february 2024 0.8% surgiscreen lot vss526, expiry 20 february 2024 mts gel card type, lot number and expiry not provided software version: not provided the customer reported that, on 05 february 2024, they had tested a patient sample for antibody screening in the indirect antiglobulin test (iat) using 0.8% surgiscreen lot vss526 in conjunction with their ortho vision ID mts analyser, and that they had obtained the following reactions: cell 1: negative cell 2: 3+ positive cell 3: 2+ positive due to the positive antibody screening result, the customer continued testing. The customer reported that, on the same day, they had tested the same patient sample for antibody identification (iat) using 0.8% resolve panel a lot vra450 in conjunction with their ortho vision ID mts analyser, and that they had obtained the following reactions: cell 1: 0 cell 2: 2+ cell 3: 3+ cell 4: 0 cell 5: 0 cell 6: 2+ cell 7: 0 cell 8: 2+ cell 9: 0 cell 10: 2+ cell 11: 0 the customer reported that they were able to identify an anti-e(rh3) from the reactions obtained. The customer reported that they had then sent this patient sample to a reference laboratory (the blood connection blood centre) for confirmation testing. The customer reported that, on 07 february 2024, the reference laboratory had tested a fresh sample from the same patient for antibody identification (iat) using an alternative commercially available method (biorad tube, liss, and gel methods), and that they were able to identify antifya(fy1) and anti-e(rh3) antibodies for this patient. No further detail was provided. The customer reported that, on the same day, they had then informed the reference laboratory that they did not identify an anti-fya(fy1) antibody, and that the reference laboratory had then tested the same patient sample for antibody identification (iat) using 0.8% resolve panel a lot vra449 in manual method, and that they had obtained the following reactions: cell 1: negative cell 4: 0.5+ weak positive cell 10: negative no further detail was provided. The customer reported that no biased results had been reported to the physician. The customer reported that the patient was not harmed as a result of the reported events.